Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal fusion procedure from t2-t6. During the procedure, it was reported that the tip of the screw broke off when used with the rod reducer.